Manufacturer narrative:
(B)(4): the customer reported the device scorches while confirming the operation and emits a bad odor. The complaint is still under investigation. A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported the device scorches while confirming the operation and emits a bad odor.